Event description:
A caller reported a cartridge alarm 20 during the load process. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, it was decided to replace the pump, and a new one was sent to the customer. The customer was informed of the need to program settings and connect their cgm to the replacement pump. Additional instructions were provided for returning the problematic pump to avoid extra charges.